Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed-up on (B)(6) 2018 for a post procedure check. Upon interrogation, the right ventricular lead had high threshold indicative of a dislodgement. Repositioning was discussed. The patient was doing well.

Event description:
New information received on (B)(6) 2018 indicating that the patient presented on (B)(6) 2018 for lead revision procedure and the right ventricular lead was repositioned successfully. The patient was doing well post procedure.

Manufacturer narrative:
Correction: report source of study was missing from initial MDR.